Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: ndeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that broken catheters were found during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, 1 of 3 complaints - occurrence date unknown. Per email: sorry one more thing just fyi. We have had ~ 3 IV¿s that have a small hole in them necessitating us to remove the IV and poke again. I got rid of the first 2 as I wasn¿t too concerned, I have the third one from today. Lot number from today is 9087803. Phone call: received call on (B)(6) 2019 - she stated that there were 4 incidents with separate pts - the first two were separated by about a week but could not pin down a date, 1 occurred "yesterday" ((B)(6) 2019) and 1 just occurred "today" ((B)(6) 2019). She was not sure if pt identifiers were available. The holes were located in the yellow hub of the catheter." The 2 occurrences with unknown patient identifiers and dates along with when they occurred, are captured in this report.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that broken catheters were found during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, 1 of 3 complaints - occurrence date unknown. Per email: sorry one more thing just fyi. We have had ~ 3 IV¿s that have a small hole in them necessitating us to remove the IV and poke again. I got rid of the first 2 as I wasn¿t too concerned, I have the third one from today. Lot number from today is 9087803. Phone call: received call on (B)(6) 2019 - she stated that there were 4 incidents with separate pts - the first two were separated by about a week but could not pin down a date, 1 occurred "yesterday" ((B)(6) 2019) and 1 just occurred "today" ((B)(6) 2019). She was not sure if pt identifiers were available. The holes were located in the yellow hub of the catheter." The 2 occurrences with unknown patient identifiers and dates along with when they occurred, are captured in this report.